Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image, continuous beeping and vibrating, a crack on the battery side of the insulin pump and could not push any buttons. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Critical pump error (open book image) alarm appeared during boot up. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self-test due to critical pump error (open book image). Unable to perform further testing for audio/alarm anomaly and keypad anomaly due to critical pump error (open book). Pump was cut open to perform visual inspection and moisture/physical damage on the electronic assembly was not found. Successfully downloaded history files and traces using thump to download history files and a pump error 35 was confirmed in the history files on (B)(6) 2026 03:01:53.000 due to broken force sensor error, causing a critical pump error (open book image). Pump error 53 was also found in main error log, caused by software error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged keypad anomaly and audio/alarm anomaly were unknown due to critical pump error (open book) preventing further testing. However, allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Allegations for critical pump error (open book image) alarm was confirmed due to pump error 35 and 53. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.